Manufacturer narrative:
(B)(6). Device evaluated by MFR.: unit returned with its original pouch and was returned with the wire damaged, as part of overall visual revision. The returned device matches with upn provided by the customer. The returned coil wire was kinked, and the distal tip of the core wire was found bent and broken. No more visual damages were found in the device. There was evidence that the ball weld was present, the welding evidence was present at core wire distal tip.

Event description:
Reportable based on device analysis completed on 26-mar-2021. It was reported that guidewire damage occurred. A 035/260/1 amplatz super stiff guidewire was selected for use. However, the guidewire was found damaged upon unpacking the device from the package. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed guidewire coating peeled off and tip detachment.